Event description:
Consumer complaint of low blood results. Caller normally is 100mg/dl 2 hours after breakfast. Lowest result from memory was 61mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (61) and the normal result (100) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).